Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving fentanyl with concentration 50 mcg/ml at a dose rate of 25 mcg/day via an implantable pump for spinal pain. It was reported that the left buttock location of the pump was bothering the patient her since it was implanted and the patient wanted the pump relocated to the left abdomen. The event occurred during normal use. Surgical intervention had occurred regarding pocket relocation. It was also indicated that a new catheter was placed at this time. New catheter implanted included model 8782 (serial number (B)(4)) and model 8784 (serial number (B)(4)). As per the manufacture¿s device registry, a new catheter was implanted on (B)(6) 2018. The issue was resolved at the time of the report. The patient was without injury at the time of the report. Other medications the patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was not available due to legal/confidential reason. No further patient complications have been reported as a result of this event.